Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that this lead was involved with possible high rate atrial pacing at upper sensor rate of 130. The following physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).